Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model dl900j vena cava filter allegedly tilted and embedded and was difficult to remove. This report was received from one source. This event involved one (B)(6) year old female patient whose weight was not provided. This patient had no reported patient injury.